Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted during tested or listed in pump history. The electronic assemblies and motor assemblies was inspected and no anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that wife's insulin pump had a critical pump error alarm. The customer's blood glucose level was 108 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned to the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted.